Event description:
As reported, following an abdominal repair in (B)(6) 2024 using phasix flat mesh, the patient developed a recurrent seroma. Despite two drainage procedures, the seroma recurred rapidly. On imaging one side of the abdominal cavity showed atypical tissue integration, with portions of the mesh not fully resorbed after three (3) years. Although no infection was noted, the mesh was ultimately removed due to abnormal healing.

Manufacturer narrative:
As reported, following an abdominal repair in (B)(6) 2024 using phasix flat mesh, the patient developed a recurrent seroma. On imaging one side of the abdominal cavity showed atypical tissue integration, with portions of the mesh not fully resorbed after three (3) years. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative seroma. With respect to the report of incomplete mesh resorption at three (3) years, it is possible that seroma formation resulted in fluid accumulation behind the mesh, which may have interfered with proper incorporation as intended. Seroma formation is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use (IFU) provided with the device, as a possible complication. Regarding absorption the IFU states, "absorption of the mesh material will be essentially complete within 12 to 18 months." However, the dates of implant and explant were not provided; therefore, it cannot be confirmed how long the mesh was implanted. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (18-mar-2026) is considered to be a best estimate, based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.